Manufacturer narrative:
Additional information: the average patient age was 64.5. Additional information: 69.9% of the patients were male. Additional information: the abstract was published in may 2013. The study utilizing the mynx vascular closure device occurred between september 21, 2007 and june 29, 2009. Additional information: although the mynx model number was not reported, at the time of the study, the only mynx device in distribution was mx6700. Additional information: the study took place at 13 sites in (b))(6). The devices were not returned and the lot numbers are unknown; therefore a physical investigation or lot history review could not be performed. Based on the reported information, the root cause could not be conclusively determined; however, it was reported that there was a statistically significant negative association between deployment outcome and user experience which may have contributed to the events. Should additional relevant information become available, a supplemental report will be submitted. Abstract citation: sarma, a., et.al. (2013, may). Interoperator variability and physician learning with medical devices: experience with three new vascular closure devices [abstract]. Circulation: cardiovascular quality and outcomes, 6(a344).

Event description:
During a study that compared user experience and successful closure utilizing 3 different vascular closure devices, it was reported that 3.8% of 928 mynx vascular closure device deployments were unsuccessful (96.2% of deployments were successful). All vascular closure devices were used to achieve hemostasis following a percutaneous coronary intervention procedure. There was a statistically significant negative association for mynx (0.66, 0.45-0.97) between operator experience and outcome (deployment success). No further information is available at this time